Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had high blood glucose. The customer¿s blood glucose level was 435 mg/dl. The customer also reported that they received failed battery test and replace battery now alarms. The customer also stated that they did not received battery failed alarm after tightened the insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.